Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was observed folded inside the hub. After the vizigo¿ was put into the body, the physician prepared to implant the st, but he found that a few blood drops dripped from the entrance of the st catheter. Therefore, the physician did not implant the st, and withdrew the vizigo¿ out of the body immediately. It was changed to a new vizigo¿ to complete the procedure without any problem. There was no patient consequence.

Manufacturer narrative:
Initial reporter facility name (cont.): (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation was completed on 04-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was observed folded inside the hub. After the vizigo¿ was put into the body, the physician prepared to implant the st, but he found that a few blood drops dripped from the entrance of the st catheter. Therefore, the physician did not implant the st, and withdrew the vizigo¿ out of the body immediately. It was changed to a new vizigo¿ to complete the procedure without any problem. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo. The valve was separated from the device. An examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. A device history record (DHR) was performed for the finished device 00001805 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was separated. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the separation of the valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).